Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: field service engineering (fse) contacted the customer over-the-phone to address the reported event. Fse instructed the customer to remove the l-6 line from the front of the injection valve and restart the fluidics pump. The pressure was 0.00 mpa. Fse then instructed the customer to reattach the l-6 line to the injection valve and remove the other end of the tubing entering the prefilter housing. When the pump restarted, the pressure went up to 9 mpa for a few seconds and then dropped to 0.00 mpa. Fse instructed the customer to reattach the line to prefilter housing and start the flow. The pressure was stable and running at 8.10 mpa. The customer ran quality controls (qc) and patient samples without any errors. Upon follow-up the next day, the customer stated that the instrument was running without any issues. The g8 instrument was working as designed. No further action was required by the fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2017 through aware date (B)(6) 2018. There were no similar complaints found during the searched period. The g8 variant analysis mode operator's manual under chapter 6, troubleshooting, states the following: the 6.3 error messages- when consulting with technical support about a problem, please note the error message and error number. In addition, if you follow the suggested solutions in this section and are still unable to resolve the error, or if you encounter an error message that is not noted, contact technical support. General error messages- with these errors, the assay stops and the analyzer immediately enters stand-by state. The 102 pres limit over- the pump pressure has risen abnormally and has caused the shutdown circuit to be activated. Turn the main power switch off and remove the cause of the pressure increase. Refer to 100 pressure high. The most probable cause of the reported event was due to a clog at the connection of the l-6 line to prefilter housing.

Event description:
A customer reported getting 102 pressure over limit error messages with the g8 instrument. The customer reported that they replaced the filter and repowered the instrument but the error reoccurred. Technical support (ts) instructed the customer to perform pressure tests without the filter but the high pressure alarm persisted. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay of results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.